Manufacturer narrative:
This report is submitted on november 23, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet has been planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to replace the magnet has been completed on (B)(6) 2022. The implanted device remains. This report is submitted on december 14, 2022.